Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and unable to charge the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, the pump was able to charge with an alternate cable.